Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the needle did not come with any of the two implants. Moreover, there were multiple scratches on the silicone tube portion of the needle. No structural anomalies were observed on the needle. The complaint reported that the implant couldn¿t be deployed; the complaint cannot be confirmed as the returned device did not come with the implant. We cannot discern a root cause for this failure at the time of this investigation. Furthermore, no lot numbers were supplied for the applier or the needles which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. If additional information is made available to mitek complaints in future, this complaint will be re-opened and re-evaluated. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, when the surgeon implanted the omnispan meniscal repair system, it was observed that the plate could not be pushed out and implanted into the patient. The surgeon changed to a spare device to complete the surgery. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.